Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h6 (problem code). This report was submitted for the foreign material clogged in the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material, however, the specific material could not be identified and it could not be removed. There were no reported deviations from the instructions for use (IFU) regaridng user reporcessing. It is likely that the foreign material was unable to be removed from the nozzle even with proper reprocessing methods as the nozzle was confirmed to be deformed/damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image from the gastrointestinal videoscope was blurry. The device exhibited reduced angulation and switch failure was noted. It was also reported that the nozzle was clogged. The reported issues were found during reprocessing. The intended procedure was gastroscopy. The patient was not under sedation. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegations. According to the field service engineer, the middle of the image was foggy and blurry when using the hot and cold water to test however, the object was visible. There were foreign materials in the nozzle, which could not be removed by engineer. The nozzle was deformed. The switches had leakage, which casued the switches out of function occasionally. The objective lens was scratched. The instrument channel tube was scratched and worn. The auxiliary water channel had leakage. The angles were insufficient. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.